Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The date of event is unknown. The date entered is based on the customer's report of "last week". All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. Customer reported a signal loss which prevented the sounding of high and low glucose alarms. As a result, customer was unaware of changes in glucose levels and experienced a seizure and loss of consciousness while sleeping. Customer was unable to self-treat, requiring treatment of glucagon and yogurt with sugar by third-party. There was no report of death or permanent injury associated with this event.